Event description:
It was reported that a home patient (hp) disconnected from the homechoice (hc) cassette during drain 5 of 5 of automated peritoneal dialysis (apd) therapy and solution leaked on the floor. Troubleshooting revealed that the hp did not cap the patient line after disconnecting, and fluid leaked from the uncapped line. The hp reconnected to the cassette after the care giver (cg) noticed the line was leaking. A technical service representative (tsr) instructed the cg to contact a registered nurse (rn) regarding the issue and assisted the cg in ending therapy. The tsr advised the cg to start over with new supplies or finish therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the home patient did not to follow proper disconnect procedures resulting in a leak from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. It also provides step-by-step instructions for properly conducting an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.